Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 436/dl at the time of incident and the current blood glucose level was 511 mg/dl. The customer was treated with syringe. Customer also reported that reservoir and infusion set had air bubbles. Customer sated air bubbles were noticed during high blood glucose troubleshooting. The approximate size of air bubbles was great big bubble at the top and a couple of little bubbles in the tubing at least 13 inches. Customer stated air bubbles was successfully removed. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege pump was under delivering. Customer stated drive support cap appeared to be normal. The device will not be return for analysis.